Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by rn "sensor not reading accurately or dropping the signal multiple times throughout the cases. Prior to the update I had placed two PICC lines successfully with the system. At the time the lag in the screen was the only issue. The sensor worked ok. It would show the line turning the corner and heading for the svc. And of course, once I got the green ECG and diamond ID save the image and flush and aspirate to ensure it was in the correct spot. The last two piccs, post update, have been very different. The yellow circle will go from the left shoulder, disappear, then reappear in the right shoulder. One of the cases, I got the green ECG and diamond, then the magnet appears as though it's in the right shoulder again. I remove all electronics and watches when performing PICC lines. The patients are free from their electronic devices as well. It's just very jumpy. It will show that the line is in the chest then disappear and reappear in the opposite shoulder, then disappear again and show up in the left shoulder." T was reported during two placements there was a lag and during two placements there was a drop of the signal for a total of four events. This report addresses all four events.